Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a blood glucose value of 298 mg/dl after the infusion set was accidentally dislodged. The user managed the event with a manual insulin injection and planned to complete a supply change before reconnecting to the device. No outside medical intervention was required.